Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the pacemaker exhibited unspecified oversensing. Current programming was appropriate, and no intervention was reported. The patient reported no adverse consequences.